Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor readings. The customer states they had high blood glucose level, but the sensor was reading they had low levels. The customer states their blood glucose level had been over 600mg/dl. The customer states they treated by changing pump and taking insulin. Troubleshoot was conducted. The customer was advised of sensor and blood glucose differences, along with calibration techniques. The customer declined to trouble shoot the blood glucose levels.